Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Correction is being made to previously submitted g3 - date received by manufacturer. The correct date was 06/25/2024. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 15 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint of a clogged nozzle was confirmed. Based on the results of the investigation, the root cause could not be determined. The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use (IFU) were identified. The event can be detected/prevented by following the instructions for use: evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection. Olympus will continue to monitor field performance for this device.

Event description:
It was reported by the customer that the colonovideoscope presented no air/water flow when pushing air and water, no water comes out. The issue occurred after an unspecified procedure prior to bedside cleaning. The procedure had been completed using the subject device. There were no reports of patient harm, death or injury/infection.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited clogged nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.